Event description:
It was reported that following a tracheostomy procedure it was noted that the right ventricular lead was unable to sense and unable to capture. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.